Event description:
Additional information received reported the patient was doing well.

Event description:
It was reported that the stimulator and leads were replaced on 2012 (B)(6). The patient had loss of therapeutic effect. Reprogramming was tried without success and impedance values >4000 were obtained. It was found during laparoscopy that one of the leads had perforated into the stomach along with a trumpet anchor. The second lead was no longer attached to the stomach. Normal impedance readings were found after the replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, neu_unknown_lead product type lead product ID, neu_unknown_lead product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead.